Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, as it is a medical event. Not related to the device. Additional observations: yellow particles were observed, on the shell. Deformation is observed. No further actions are required, as the device was implanted.

Event description:
Patient reported, no complaint against the left side device. Healthcare professional, later reported, "capsular contracture, baker grade IV". This device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported no complaint against the left side device. Healthcare professional later reported "capsular contracture baker grade IV. " this device has been explanted.